Event description:
As reported the patient had a post-operative seroma in the left breast 2 weeks after the leads were implanted. The fluid was drained and the seroma had resolved. Lead remains in service. This is the same event as MDR 2183787-2017-00022.